Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) of rebn0014 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the patient had a tunneled duel lumen powerline inserted on (B)(6) 2017. They stated that the catheter started to leak at the site. The patient returned to interventional radiology for catheter check on (B)(6) 2017. The catheter was exchanged for the same type of catheter. The catheter that was removed was fractured below the cuff. The customer contact at the facility reported that she did not know if it was a subcutaneous fracture or an external fracture. No harm to the patient was reported.